Manufacturer narrative:
(B)(4). Concomitant medical products: unk item #, unknown head, unk lot #; unk item #, unknown liner, unk lot #; unk item #, unknown stem, unk lot #. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. Reported event was confirmed by review of medical records provided. Device history record (DHR) review was unable to be performed as the item an lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately 4-6 months post implantation, patient presented with progressive hip flexor pain with stair climbing and hip flexion. Patient received relief from an injection of the iliopsoas tendon sheath, but the pain did return. The patient thus underwent a hip arthroscopy with iliopsoas tendon release due to iliopsoas tendinopathy.